Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module, power supply and blower motor. The active exhalation control module, power supply and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to the proportional valve being stuck open caused by contamination. The power supply was evaluated by the manufacturer's quality assurance laboratory. The root cause of the power supply failing was caused by shorted diode (d9). The blower motor was evaluated by the manufacturer's quality assurance laboratory. The blower motor operated to design specifications.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply board and blower motor were replaced to address the issues. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.